Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mc/ml at 705 mcg/day) via an implanted pump. The indication for pump use was stroke and intractable spasticity. It was reported that per the hcp, the patient¿s pump flipped on an unknown date due to increased dystonia in the patient¿s arm. The patient had no signs or symptoms related to the flipped pump. The hcp opened the pump pocket; correctly oriented the pump; and then secured it with additional sutures. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.